Event description:
It was reported that the refilling cap popped off a number of times when refilling attempted. This will have the potential to spray desflurane into operator's eyes. The outcome of the problem has been a chemical burn to two nurses eyes. One resulting in 3 days off work.